Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary a visual and functional assessment was performed on the returned device. The failure described by the customer was not confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to housing broken. Investigation is based on the assessment performed by the complaint technical investigator. The device failed the following inspection criteria¿s during the functional assessment: visual assessment: fail. Battery pack fit assessment: fail. Latch assessment: fail. Impactor operation assessment: fail. Battery pack removal assessment: fail. The kincise surgical impactor was functionally assessed and determined not to operate because the battery pack could not be engaged due to the housings cracked/broken, separated, consistent with having been dropped - user error. The surgical impactor housings were placed back into position, and the impactor operated as intended. No further action required at this time since the issues are consistent with user error. The most relevant root cause is linked to improper handling as part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states the following regarding the reported issue that was observed by the user or customer: do not use excessive force, always maintain a firm grip on the surgical impactor and accessories to prevent damage due to dropping and do not strike the device with a mallet or any other instrument. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: e1: the reporter¿s complete facility address was not provided. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the bottom piece of the impactor device came off the device as a whole. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.